Event description:
It was reported that the arterial lumen of the catheter fractured into two pieces during the attempted placement. A guidewire was inserted through the implanted portion, the damaged portion was removed, and a new tesio was placed. At this point the pt became unresponsive and proceeded into full cardiac arrest. Resuscitation was unsuccessful.